Manufacturer narrative:
Age at time of event: 18 years or older. Event date unknown. Event date estimated as first day of notification month.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was used for dilation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The procedure was completed with a different device. There were no serious injuries or adverse patient effects.